Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose was unknown at the time of the incident. The customer was advised to insert a new battery as soon as possible, if display does not return revert to a back up plan. The insulin pump will not be returned back for analysis.